Event description:
The 0.014 guidewires: agosal xs 0.8 pagh model number: 146000r lot: 250402a02f cruise pagp model number: 140200r lot: 250402a08f the operability of the 0.14 wire that passed through the 479878 was extremely poor, and the feeling of operability was different from that of the usual 4798. It was determined that it was highly possible that the wire was poor, so the wire was removed and inserted, paying attention to blood, etc, but the issue of being stuck did not improve. A new 479878 was opened and the operability when it was passed through the wire was the same as usual, so a defect report was submitted and the initial 479878 was discontinued. Disclaimer statement: this report reflects info received by FDA in the form of a notification per 803.22 (b)(2).